Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Proposed component codes: mechanical (g04) ¿ head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint was unable to be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no operative notes provided to detail procedure/intra-op events. Device revision or replacement related to unknown issue/reason. Review of x-rays showed the hip arthroplasty components are anatomically aligned without acute abnormality. Implant fit and alignment are normal in appearance. Bone quality is osteopenic. No implant or anatomic failures are identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported a patient underwent a left hip revision approximately ten years post implantation to remove and replace the the metal on metal components for unknown reasons. The head and stem were removed and replaced. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01988. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.